Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the device was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) feature which discriminates between supraventricular tachycardia (svt) and true ventricular tachyarrhythmias and withholds inappropriate ventricular detection withheld therapy for 43 seconds for an episode that was not conducted 1:1. Previous episodes demonstrated similar delays. The device remains in use. No patient complications have been reported as a result of this event.